Event description:
The gastroenterologist used the conmed sabre 2400 (model: 60-5600-002 serial # (B)(4)) to remove a polyp on (B)(6) 2017 and she felt that she did not get the cautery effect that she expected. She said that she tried to use coag 11, then increased it to 15, then used a cut/blend level 5. The nurses suggested that doctor increase the cut or coag to get a better effect. Since she did not feel the cautery was working, the staff brought in a different cautery unit, the beamer esu, and the polyp was removed with a disposable snare without incident. The hospital's biomedical engineer looked at the conmed sabre 2400 this morning and he could not detect any problems. Points to note: the recommended settings for a polypectomy removal are cut/blend 20-30 or coag 20-30. The doctor's settings were lower than these recommendations. The beamer esu is set at a certain level but it determines resistance and uses the necessary cut or coag for removal. There is a standard polypectomy setting of coag 30 on this machine. Our conmed representative happened to come in on (B)(6) 2017 for an inservice and the doctor was notified so that she could speak with her if she had any questions regarding their cautery units.